Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system, compared to a professional device, within 10 minutes: 200 mg/dl (advantage) and 80 mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.